Event description:
It was reported to philips that the system's power failed, which can impact booting. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned treatment of electro physiology procedure was completed on the same system, despite the orientation issue. The philips remote service engineer (rse) analyzed the system remotely and confirmed from error logs that the system needed a prop current calibration and had experienced a power issue. The philips field service engineer (fse) inspected the system onsite and identified that a power outage in the building that led to the loss of system calibration. The fse performed the necessary recalibrations that were lost during the power out to resolve the issue. After recalibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.